Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after inserting the syringe needle into the cartridge, insulin would not dispense from the syringe. The syringe/needle were changed and the cartridge was successfully loaded. Blood glucose was 289 mg/dl.